Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced an event of hyperglycemia on (B)(6) 2026. Blood glucose level at the time of event was 340 mg/dl and was treated with insulin pen. No further information available.